Event description:
This report was received from an eye surgery center calling for info concerning infection occurring with intraocular lens implants with the model 920 uv-absorbing silicone foldable lens. A physician has had three occurrences of endophthlamitis associated with this model intraocular lens within the past two months. This particular woman had a phaco, clear corneal, cataract extraction, right eye 7/21/97. Subsequently, she developed endophthalmitis (date unk). She was treated pre and post operatively with tobrex drops. A culture was positive for staph aureus and antibiotic therapy prescribed. The eye surgery center has conducted an internal investigation to determine a cause, however, no source of the infection could be found. A MFR review of the batch records revealed no discrepancies. All acceptance and release criteria were met. Results show that the product is not responsible for the endophthalmitis. No further info is expected.